Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks during a few different events due to double and triple count oversensing and possible supraventricular tachycardia (svt). Technical services (ts) was contacted, and ts made programming recommendations such as turning smart pass back on. The patient was brought into the clinic for testing, and the s-ICD system was programmed off during the following period of troubleshooting. No additional adverse patient effects were reported.